Event description:
Reporter noted five cases of endophthalmitis one day post-op. Patients had vitreous cultures; four or five had vitrectomies, one was not indicated. Patient 4 of 5: cultured: no information provided; reportedly doing fine.